Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical analysis of the lead was normal, and visual inspection of the lead revealed no anomalies with the exception of procedural damage. The reported event of low sensing threshold was not confirmed.

Event description:
During a follow up, loss of sensing was noted on the right ventricular lead. The lead was explanted and replaced to resolve the issue. The patient was stable following the procedure with no adverse consequences.